Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open and close. They applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no patient injury occurred.